Event description:
Implanted interperitoneal port-a-cath accessed and pt complained of increasing pain. Pt seen in diagnostic radiology where port-a-cath was noted to be separated from main port. External catheter placed for continuation of study. Pt underwent surgery to replace port-a-cath.